Event description:
It was reported that pump insulin gauge displayed fill amount that differed from what caller expected, with pump showing 60 units when caller expected 240 units and a difference greater than 30 units occurred on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, and technical support advised caller to contact support again for troubleshooting if fill estimate issue occurred again, with no further action required at that time.